Event description:
Clinical report states a liner and head exchange for recurrent dislocation, polyethylene wear and pain 20.5 years after primary tha.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Per the initial reporting by the depuy clinical team, no additional information is available. It would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has also determined that both provided product codes are obsolete. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.